Event description:
It was reported that there was a disconnection between a titanium adapter and a minicap extended life pd transfer set. This was observed during use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Facility name: hospital das clinicas de ribeirão preto. City: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction: during follow up it was clarified that the titanium adapter was not replaced and that there was no allegation against the titanium adapter. Should additional relevant information become available, a supplemental report will be submitted.